Event description:
A (B)(6) male pt contacted zoll customer support to report that he had been getting alarms. When prompted to download, support reported 'abnormal shutdown' flags and 'service code 107'. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (abnormal shutdown flags / service code 107) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.